Event description:
During the incoming inspection of the device after being returned from service, "defib fault 72", "defib fault 78" and "defib disabled" messages were observed. The complainant indicated that there was no patient involvement in the reported malfunction.